Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that had mild calcification. There was no resistance during removal of the protective sheath. The device was prepared for use outside of the patient anatomy; however, the device was not soaked prior to use per instructions for use. There was no resistance during advancement in the lesion; however, during predilatation with the 2.0 x 12 mm mini trek rx, the balloon ruptured at 12 atmospheres during first inflation. The device was removed from the patient and a second predilatation was performed using another trek. The xience pro x was then placed to complete the procedure, with a good result, and the patient is doing well. There was no reported clinically significant delay in the procedure. There were no reported adverse patient effects. No additional information was provided.